Manufacturer narrative:
Evaluation summary: kinks were visible on the hypotube and the transition tubing. The distal shaft was kinked with a kink 23cm distal to the guide wire entry port. The stent was not present on the balloon. Crimp impressions were visible on the exposed balloon surface. The distal tip was damaged. (B)(4).

Event description:
It was reported that the physician was attempting to use an endeavor resolute drug eluting stent to treat a severely calcified lad lesion. The lesion exhibited 80%-90% stenosis. No issues noted to the outer packaging prior to opening. The device was inspected before use with no issues noted. No difficulties were noted when removing the protective sheath. The lesion was pre-dilated with a 1.5x12mm balloon at 10atm for 20 seconds and at 12atm for 20 seconds. 70% stenosis remained after pre-dilation. Timi was third degree. The physician attempted delivery of the relevant stent but it was reported that the stent could hardly reach the target lesion. Resistance was noted advancing the device to the lesion, but use of excessive force was not reported. The inflation device did not remain on neutral pressure during delivery of the device. The device did not pass through a previously deployed stent or cell of a stent. The physician attempted to withdraw the stent and it dislodged in the distal lad. It was reported that the physician implanted another endeavor resolute of the same size and a second stent overlapping by 2mm in the distal lad. Post-dilation was carried out to complete the procedure. The dislodged stent remained in patient. The patient left hospital and status was described as well. The physician commented the event was related to patient¿s severe lesion calcification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.